Manufacturer narrative:
The returned drill was inspected visually and no defects were found. Initial inspection of laser mark (3.560±.005) was done with calipers; marking was found to be within print specification. Also, the laser mark was inspected on visual comparator; laser band width and length from tip were measured and all are within specified tolerance on print. Additional mdrs associated with this event: 3025141-2019-00332: plate, 3025141-2019-00333: targeting guide, 3025141-2019-00334: depth gage, 3025141-2019-00336: screw 1, 3025141-2019-00337: screw 2, 3025141-2019-00338: locking bolt, 3025141-2019-00339: screw 3,

Event description:
An aculoc 2 vdr was being implanted. While inserting the screws, the surgeon had difficulty inserting two screws. The screw stripped and could not be fully inserted. There was a 10-15 minute delay in surgery.